Event description:
As reported by the user facility ((B)(4)): over infusion: the remaining volume in the pump is 226 ml drug (cytostatics). The infusion bag is however empty. Have the correct amount been programmed in the pump, but maybe not been given to the patient? Check that the pump gives correct amount.

Manufacturer narrative:
(B)(4). The device is currently shipping from user facility to (B)(4) for investigation. A follow up report will be provided when the examination results become available. (B)(4).